Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl; bg cause was not known. Customer declined troubleshooting the issue.